Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend and they had a bad sensor alarm. Customer's blood glucose was 130 mg/dl. Customer's sensor glucose level was 50 mg/dl. The sensor glucose and blood glucose readings have been off by 80 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised they removed their sensor and realized the cannula was bent. Customer experienced calibration issues as well. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.